Manufacturer narrative:
The device was evaluated by olympus estimation technician. The evaluation uncovered a faulty scope socket and a broken front panel. Additionally, the connector was not locking with the video connectors. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset, video system center to the service center. During a standard inspection of the customer returned asset, a connector issue and scope detection problems was found. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event could not be conclusively identified. Olympus will continue to monitor field performance for this device.